Manufacturer narrative:
The customer inspected the analyzer and observed gel on the sample probe (01g48-03). The sample probe was determined to be the likely cause of the issue and was cleaned. Sample integrity could not be ruled out as an additional possible cause of the discrepant result. A review of service history for the architect (B)(4) processing module, serial number (B)(4) revealed no additional erratic or discrepant patient results. A review of tracking and trending for the sample probe (01g48-03) did not identify any trends. Review of tracking and trending for the architect (B)(4) processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument and complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the sample probe (01g48-03) or the architect (B)(4) processing module, serial number (B)(4) was identified.

Event description:
The customer identified discrepant sodium results while using the architect c4000 processing module. The customer uses the reference range 133-146 mmol/l. The following information was provided: on (B)(6) 2021 sid (B)(4) initial result 109 mmol/l, repeated 134.9, 137.3 mmol/l. No impact to patient management was reported.